Event description:
Multiple surgeons with complaints of conmed 10k150 arthroscopic pump tubing. The tubing seems different, the tubing seems shorter. Tubing disconnecting from scope sheath port multiple times a case adding to duration of case and frustration. Lot number today that was a nuisance - 202306084 [redacted date] per rep [redacted date]: "dehp-free tubing. In order to comply with medical device regulation (MDR; EU 2017/745), our current 10k and 24k tubing products (10k100, 10k150, 10k500, 10k505, 10k600, 10k605, 24k100) have been updated to remove pvc resins that contain dehp. Dehp is a plasticizer found in pvc that had been previously used in our tubing sets. Due to the chemical composition of the dehp-free resin, your customers may notice that the tubing sets feel slightly stiffer. Despite the potential for the tubing sets to feel ¿stiffer¿, it can be expected that the dehp-free tubing performs identically to the previous tubing sets. Conmed sports medicine / mtf tissue/biobrace autoclavable 4k video / hall surgical power / acumed llc/osteomed/in2bones" anna reviewed with internal contacts and advised them to work with the vans to find an alternative, not a defect and will continue to occur. [Redacted date] sent to operating room for initial contact and included vans to see if this was erroneous sub or new sub needed. Per [redacted name] at site, notified the mfg directly, not sending back at this time. [Redacted date] emailed with rep and connected him with the site to discuss overall ongoing concern. He will be on site at (B)(6)today. Manufacturer response for arthroscopic pump tubing, arthroscopic pump tubing (per site reporter) [redacted date] per rep [redacted date]: "dehp-free tubing. In order to comply with medical device regulation (MDR; EU 2017/745), our current 10k and 24k tubing products (10k100, 10k150, 10k500, 10k505, 10k600, 10k605, 24k100) have been updated to remove pvc resins that contain dehp. Dehp is a plasticizer found in pvc that had been previously used in our tubing sets. Due to the chemical composition of the dehp-free resin, your customers may notice that the tubing sets feel slightly stiffer. Despite the potential for the tubing sets to feel ¿stiffer¿, it can be expected that the dehp-free tubing performs identically to the previous tubing sets. (B)(4).